Manufacturer narrative:
(B)(4)

Event description:
Procedure type: ileocecal resection. According to the reporter: on the 2nd firing, the handle was stuck in the middle. It was forced squeezed. The releasing handle was also stuck. The black button was pressed and released the device. The surgeon had to resect more tissue than what was originally planned due to the product problem. Additional stapling was done with another device right under the 2nd stapling line. No unanticipated bleeding occurred. Nothing fell into the patient cavity. Operative time was not extended more than 30 minutes.